Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken off and was not returned for evaluation. Dimensional assessment of the anchors major diameter found it met print specifications. Examination of the inserter confirmed both inserter tines are bent and twisted. The condition of the device indicates it was subjected to excessive forces during insertion. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder cuff surgery, the device broke inside the patient, all the pieces were removed with tweezers. A backup device was used to complete the surgery. No delay or patient injury reported.